Manufacturer narrative:
If implanted, give date: unknown, information was requested but not provided. Best estimate date is 2019. If explanted, give date: not applicable, as there was no indication that the lens was explanted. Telephone number: (B)(6). The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. A review of a photo will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain additional information and additional attempts are ongoing; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was opacification of the intraocular lens (iol) that was implanted in 2019, with considerable loss of visual acuity for the patient. No further information was provided.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. A photograph provided by the customer was evaluated. The intraocular lens (iol) was observed with a diffractive pattern than the implanted iol. Due to the picture quality a picture assessment on the reported event cannot be performed. The root cause of the reported event as well as its potential clinical impact cannot be determined from the assessment on the provided photograph. The complaint issue "inclusions" was not identified during photograph evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.